Event description:
It was reported that the manufacturing representative had met with the patient on the date of this report to add additional groups to the patient¿s programming. It was noted that the sunday prior to this report, (B)(6), the patient had been helping her husband put a tarp over the trailer which was connected to a diesel truck. It was noted her stimulation was on at that time. It was noted that the truck was not on but was plugged into an outlet for charging. When the patient had tried to hook up the tarp to the trailer with the bungee cord, she got shocked. The patient had to let go but had tried again and got shocked again like putting a finger into a socket shocked. Patient¿s husband tried it and did not get shocked. Therapy relief and impedances were fine. Additional information received reported there was no change in stimulation so no testing was done. No malfunctions were seen and the cause of the issue was not determined. No interventions were taken or planned. Patient was doing fine and receiving good therapy.

Manufacturer narrative:
Product ID: 3888-56, lot# va05tdk, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va05tdk, implanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# va02sba, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va04wj6, implanted: (B)(6) 2013, product type: lead. (B)(4).